Event description:
Patient was getting an arterial duplex exam performed and the blood pressure cuff connector was able to be placed in the IV microclave port and air was pumped into patient instead of the blood pressure cuff.connector of blood pressure tubing was able to be placed into the IV microclave cap.